Event description:
It was reported that a patient experienced an overdose following a refill session; there were difficulties filling/aspirating the reservoir, questioning a pocket fill. No additional patient symptoms were reported. A follow-up report will be sent if additional information becomes available.